Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns that this right atrial (ra) lead was exhibiting loss of capture (loc). Technical services (ts) reviewed device data and noted that the atrial rhythm was irregular and far-field signal sensing from left ventricular (lv) pacing could be occurring rather than loc and recommended that the device be checked in clinic. This lead remains in service. No adverse patient effects were reported.